Event description:
It was reported that the anchor of the footprint ultra pk suture fell out without reason and could not be used normally. It is unknown when the issue was found and if a delay occurred. Backup device was available to complete the procedure. No patient injuries were reported. Results of investigation have concluded that the anchor broke off which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the device has not been deployed. The suture puller is unhooked, but is still passing through the anchor. The proximal threads of the anchor show some deformation, but the image quality is too poor to determine the extent. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed, and the suture puller is still passing through the anchor. When the anchor is removed from the shaft, the distal end of the inserter was seen to be slightly bent, and there was debris on the distal threads of the anchor. The proximal threads of the anchor are missing, and there is debris on the shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation of the device found that the anchor is securely fastened to the shaft of the device, and deployed as intended. The torque limiter deployed the plug as intended. The complaint of broken anchor was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. The complaint of the anchor falling off was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.